Manufacturer narrative:
The device was returned for analysis. Resistance during advancement could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported ¿no bleed back from the marker lumen¿ was not confirmed. The guide break was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure using two proglide devices. This was a large patient with a deep groin. Both of the proglide devices were successfully pre-flushed before use. Reportedly, resistance was felt during advancement of the first proglide device and no bleed back was observed from the marker lumen. Upon withdrawal of the device, it was noted that the device had broken, but was still held together by the wire and was simply removed. No injury to the vessel was noted. The second proglide device was inserted; however, again no bleed back was observed from the marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.